Event description:
Patient reported a few minutes after injection to the left cheek with juvederm voluma patient felt "faint and extremely nervous with uncontrollable shaking." Patient was taken to the hospital with "suspected allergy" but was not admitted. No information on treatment received from the hospital was provided.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction and feeling faint are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.